Event description:
The customer received a blood glucose reading of 31mg/dl on the contour next link. The following day the customer felt tired and unusual, so was taken to the hospital where her blood glucose was tested at 589mg/dl. She was on an insulin drip for 3 days. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.